Event description:
(B)(4). Initial information was reported by a physician to the food & drug administration and received by sanofi-aventis on (B)(6) 2009: a female (unk age and non-hiv) received injectable poly-l-lactic acid (sculptra) for improving volume of her face. Her first treatment was a total of 10 cubic centimeters (cc) of injectable poly-l-lactic acid (sculptra) [lot # a6015 expiration date 11/01/2008] with a 4 cc saline (sodium chloride) diluents on (B)(4) 2007. She received the poly-l-lactic acid injection in her lateral temporal, nasomalar, commissural and prejowl "sulci" as well as zygomatic and infraorbital regions. Since the patient did not have a response, she was re-injected with 5 cc of similar dilution of poly-l-lactic acid and sodium chloride in the same locations in addition to the lateral lower malar areas on an unknown date. Two weeks post procedure, the patient noticed nodule formation and six weeks post procedure, she noticed more nodules on the right malar and sub ophthalmic areas. The areas were aspirated and manipulated by the physician. The patient returned for a follow-up in 2008 with no treatment. Approximately two and a half months later, she developed redness, swelling and more lumps. The physician saw the patient for consultation in 2009, and she had developed lichenification and yellow-red discoloration of the skin from the infra-orbital area to the mid malar with erythematous nodules that were greater than 1 centimeter in size in her nasolabial folds. Physician reported that the nodules and papules are evident in the perioral areas when the patient animates. The physician also reported that the nodules are noticeable in general; at first glance and are disfiguring. It has been fifteen months so far, and the events of disfigurement along with the symptoms remain ongoing. Medical history was not provided. No further relevant information reported.